Event description:
Patient originally had peripherally inserted central catheter (PICC) line placed for use with intravenous (IV) antibiotic infusion. Patient was discharged from the hospital at that time. The patient was then re-admitted one month later and the PICC site was noted to be swollen. Doctor orders were placed to remove the PICC line and send the tip for culture. During the removal, the nurse documented that there was no resistance or difficulty felt when removing the line. But what was found was that only a portion of the PICC line came out. The doctor was immediately notified, and a chest and arm x-ray was obtained along with an ultrasound of the arm to verify that the retained piece is still in the arm. The patient was taken to interventional radiology (ir) and the retained piece was removed. Product was shipped to vendor for quality control (qc) review.